Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer could not fit the cartridge onto the pump. A plastic ring was found to have been left on the pneumatic tap which prevented the new cartridge from sliding onto the pump. The contact removed the plastic ring and loaded the new cartridge. The customer's blood glucose level was not impacted.